Manufacturer narrative:
(B)(4). Additional information: added lot number and expiration date. Added device manufacture date. Device evaluation: returned for evaluation was a 40cc 7.5fr iab. Dried blood was noted within the bladder membrane. Dried blood was noted on the bifurcate. The returned driveline tubing had small specs of blood within the tubing. The distal end of the teflon sheath was located approximately 28.0cm from the distal tip of the catheter. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, abrasions were noted 4.5cm from the distal tip. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the patient had an intra-aortic balloon (iab) inserted for cardiac support via a sheath in the right femoral artery successfully. The patient received intra-aortic balloon pump (iabp) therapy for approximately 53 hours without issue. While in the intensive care unit the iab was removed. At this time, the cardiologist found black particles in the balloon. The pump, s/n (B)(4) , never alarmed during the therapy. The patient was kept under close observation after the removal of the iab. There was no reported patient death, injury or complications. Medical, surgical intervention was not required. The patient outcome is listed as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an intra-aortic balloon (iab) inserted for cardiac support via a sheath in the right femoral artery successfully. The patient received intra-aortic balloon pump (iabp) therapy for approximately 53 hours without issue. While in the intensive care unit the iab was removed. At this time, the cardiologist found black particles in the balloon. The pump, s/n (B)(4), never alarmed during the therapy. The patient was kept under close observation after the removal of the iab. There was no reported patient death, injury or complications. Medical, surgical intervention was not required. The patient outcome is listed as stable.